Manufacturer narrative:
A medtronic representative went to the site to perform a system check out and they found the system was physically closing the doors, but the rotor was not initializing. The door switch was not adjusted correctly. The switch was adjusted and while performing some verifications the representative heard a weird noise on the gantry detector when homing. The lead screw and bearings were lubricated. The motor connections were inspected and all screws were tightened. The representative invalidated home, and the door was opened and closed multiple times with no errors or complaints. Patient information has been requested. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the site was unable to get the gantry to completely close. The covers would remain 1-2 inches open. The site tried rebooting and fully opened the door with no change. The surgeon aborted the use of the imaging system and navigation. There was no patient harm and the procedure was not delayed over an hour.